Event description:
The patient reported he had not charged or used his scs system for approximately 4 months. The patient stated when he recently tried to use his system, he was no longer able to communicate with his ipg using either the programmer or charging system. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.